Event description:
It was reported that a 49-year-old male patient (170 cm in height, weighs 70 kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered heart block requiring temporary pacing. It was reported that the patient transferred to a junctional rhythm during right superior pulmonary vein (rspv) anterior wall ablation. It was considered transient, and the procedure was continued with temporary pacing. Both pvs did not return to sinus rhythm even after isolation. Ra ablation was not conducted. Temporary pacemaker was implanted, and the patient left the room. The physician¿s opinion on the cause of this adverse event was that it was the procedure related. Additionally, it was reported that the dilator was too hard to insert into the vizgo. This occurred when inserting the dilator into vizgo. There was resistance with the sheath when they were trying to put the dilator into the sheath. The issue was resolved by changing the vizgo to another one. It is unknown if the dilator/catheter/needle was able to move within the sheath. Since the vizigo was replaced, it did not result in high force to move catheter or catheter slipping out of sheath. The dilator stuck in the sheath was due to high resistance. The resistance did not result in any damage to the sheath. The resistance did not result in any damage to dilator/catheter. No irrigation issue was observed. The procedure was successfully continued. Description of health injury is sick sinus syndrome. There was no relevant medical history. A smartablate generator was used. Additional information was received on (B)(6) 2022. Confirmation was received that the dilator was not stuck in the sheath due to the reported resistance issue. The sheath was not being used on patient. The dilator was able to be removed from the sheath. The resistance with sheath is not MDR reportable. Interference or friction between devices is a known occurrence. The potential for patient injury is remote. Since the event (heart block) required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30830041l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).